Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012166189); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-2329 (lot: 0012214204); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. The delivery catheter system (dcs) was inserted while the patient was rapid paced at 140 beats per minute (bpm), which was gradually turned down to 100 bpm at 80% deployment. At 80% deployment, the valve was at 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc) and appeared constrained/under-expanded near the lcc. The c-arm was rotated to cusp overlap view and the left anterior oblique (lao) to confirm the depth. The decision was made to release the valve. After the valve was released, the valve still appeared constrained. During removal of the dcs, the valve dislodged upwards to the ascending aorta. The valve was snared near the ascending aorta. The patient developed severe aortic insufficiency and cardiopulmonary resuscitation (CPR) was performed. A non-medtronic valve was successfully implanted and the patient's pressur es recovered. After the non-medtronic valve was implanted, the evolutfx dislodged slightly deeper. An aortic root shot was performed and the valve was in a secure position in the ascending aorta with no concern of coronary obstruction. The procedure was completed. It was reported the patient had pre-existing severe aortic stenosis with a horizontal aorta and calcification that extended down into the left ventricular outflow tract (lvot). No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evolutfx-2329; lot: 0012166189; use by date: 2026-02-27; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, it is not confirmed if the valve dislodged due to the delivery catheter system (dcs) or due to extensive left ventricular outflow tract (lvot) calcification. The extensive left coronary cusp (lcc) calcification extending down into the left ventricular outflow tract (lvot) more than 3 mm contributed to the dislodgement. When the valve dislodged, the patient's pressures dropped which required the cardiopulmonary resuscitation (CPR). The severe aortic insufficiency was central aortic regurgitation.